Event description:
Observation of the breakage of the infero-internal screw after the first radiological inspection 3 months after the operation. Potential risk of re-intervention.

Manufacturer narrative:
October 18, 2023 analysis of manufacturing data: no incident during manufacturing - this lot of screws "complaints" with the expected specifications - very isolated incident / no other complaint concerning this batch number. Additional information / incident report: no clinical consequences - no additional surgery planned to date - no worsening of the patient's condition. Information provided by the surgeon: tibial osteotomy of valgization by internal addition of 15° - fracture of a posterior screw inferior to the first radiological check - no revision - consolidated osteotomy - no loss of correction. Pending additional information on the follow-up of the patient and according to the date of the next follow-up x-ray. No corrective action implemented to date: pending assessment of the incident by the r&d department according to the information transmitted. ____________________________________________________________________________________

Event description:
(B)(4). Observation of the breakage of the infero-internal screw after the first radiological inspection 3 months after the operation. Potential risk of re-intervention.

Manufacturer narrative:
October 18, 2023 analysis of manufacturing data: no incident during manufacturing - this lot of screws compliants with the expected specifications - very isolated incident / no other complaint concerning this batch number. Additional information / incident report: no clinical consequences - no additional surgery planned to date - no worsening of the patient's condition. Information provided by the surgeon: tibial osteotomy of valgization by internal addition of 15° - fracture of a posterior screw inferior to the first radiological check - no revision - consolidated osteotomy - no loss of correction. Pending additional information on the follow-up of the patient and according to the date of the next follow-up x-ray. No corrective action implemented to date: pending assessment of the incident by the r&d department according to the information transmitted. February 21, 2024 - final expertise report. The product complies with the expected specifications. The patient's body mass index corresponds to an obese patient, which contravenes the recommendations provided in the IFU. Indeed, it is mentioned that "an obese patient is at risk of producing loads exerted on the implant which can lead to the failure of the fixation of the material or the implant itself". Implantation on an obese patient is therefore contraindicated: the medical device has been used inappropriately. On the x-ray provided, several elements appear: the two proximal screws (from the top) come out into the joint cavity, between the two femoral condyles. They are not distorted. The plate is positioned a little high on the tibia, which causes the proximal screws to come out into the joint cavity. It is not deformed. The medial distal screw is broken into the middle portion. The lateral distal screw is twisted into the middle portion as well. A border around the corner could correspond to an inflammatory phenomenon, the wedge seems to be little degraded compared to the period (3 months post-op). In the absence of a part and additional precision on the part of the medical team, it can be envisaged that the wedge was placed posteriori of the plaque, which would explain the slow bone colonization. As the wedge was not perfectly compressed, the force on the plate was totally transmitted to the distal screws, which together with the patient's excess weight led to the breakage of one and the twisting of the other. The most likely hypothesis is a poor consideration of the contraindications recommended in the leaflet and a poor follow-up of the steps recommended in the surgical technique. The product is not in question. Training action being analysed as needed.